Event description:
Ous MDR - after an implantation time of about 1 year, this lead was explanted due to non-interrogation. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - upon receipt the pacemaker was subjected to an electrical incoming test. The complaint description was confirmed, the interrogation of the pacemaker was not successful. The battery of the pacemaker was found to be prematurely depleted. The pacemaker was subsequently destructively analyzed. The analysis of the electronic module revealed a damaged electrical component leading to the high current consumption which contributed to the premature battery depletion. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The current consumption and interrogation during the production at biotronik was regular. In summary, the analysis confirmed the clinical observation. The root cause for the clinical was a damaged electrical component. This represents a singular event.